Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. The reported event was unable to be confirmed due to limited information received concerning this event. There was no product failure alleged as part of the reported event; further, no operative notes, medical records, and/or radiograph images were provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided, but was likely caused by over-advancing the trial into the disc space further than patient anatomy allowed, causing contact with the dura and subsequent injury, which would be related to user handling/technique. Labeling review: "residual risks and potential side effects as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal..." "...residual risks to the patient associated with use of general surgical instruments are:...risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections, pain, tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), wound dehiscence, and minor nerve injuries (such as numbness or mild weakness) and, while rare, also include the following: bone fractures (including lateral mass fracture, spinous process fracture, vertebral body fracture, endplate fracture), serious nerve damage or neurologic deficit (numbness, weakness, or loss of function), vascular injury, and dural tear (with the potential for cerebrospinal fluid leakage); many of these events may necessitate revision surgery. Damage to anatomy critical to fixation may compromise the ability to achieve proper fixation, stabilization, and/or fusion. The incidence of some events may be increased due to instrument failures which, when functioning as designed, serve to mitigate common surgical risks..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery..." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..."

Event description:
It was reported that during a spinal fixation procedure from l1 to l5 using left anterior and posterior approaches when a trial was inserted into the l3 to l4 disc space the motor evoke potential (mep) neuromonitoring signals lowered, indicating a nerve injury. Further in the procedure, during laminectomy, a dural injury was confirmed and repaired. Post-operative evaluation found the patient was able to knee, but had no motion at the ankle or below.